Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
During testing, no battery out limit alarm noted. All operating currents are within specification. The insulin pump passed self test. The insulin pump was received with intermittent button response due to corroded keypad traces, cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window, scratched reservoir tube window, cracked reservoir tube and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed battery out limit. Customer also reported damage to the insulin pump. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.